Event description:
It was reported that the patient no longer wants to be implanted with vns therapy because after an addition of an antiepileptic medication the patient has been seizure free for the past month. The patient told the surgeon that the vns is bothering her and she would like it removed. The surgeon reported that the generator appears to be on the side and is sticking out. The device has been programmed off. The surgeon indicated that only device interrogation would be performed and he would go from there. The surgeon felt that if the patient has only been seizure free for one month due to the additional medication that the patient needs to wait and see if vns is needed. Follow-up with the neurologists office found that the vns never helped the patient's seizures. It was reported that since the generator was implanted it moves and causes pain and tenderness to the patient's left neck. The patient's device was programmed off on (B)(6) 2014. The neurologists office did not have any information on whether or not surgery will take place.

Event description:
The explanted generator was later returned and received on 07/16/2015. Analysis of the explanted generator will be reported in MFR. Report # 1644487-2015-05325.

Event description:
Additional information was received that a non-absorbable suture was used to secure the generator to fascia during implant surgery for this patient on (B)(6) 2011.

Event description:
Additional information was received that the patient was set for a repositioning surgery to prevent a serious injury due to device protrusion. The patient underwent generator replacement on (B)(6) 2015 instead of a repositioning surgery. The explanted generator has not been received to date.